Event description:
It was reported that pump displayed repeated malfunction alarms that prevented access to pump, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Customer power-cycled pump without success, distributor arranged for device return, and replacement pump was provided.